Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump, assisting the customer with the reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report if any issues arise again.